Manufacturer narrative:
Lot review: lot number is unknown. A review of the list number showed no other complaint from this facility. A two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual return:on 10/17/2016 received the following: two used ch2000s-c spinning spiros lot# unknown. One length of tubing from a baxter pump set. One used filter. One filter was connected to the tubing length. The second spiros was connected to the filter. Red drug residue was seen in the housing of the spiros connected to the tubing. The devices were flushed and no leaks were observed. Functional testing: both assemblies were pressure leak tested no leakage was observed in either the activated or unactivated positions on either of the two ch2000s-c spinning spiros or the devices they were assembled to for investigation. Final analysis summary: the complaint of a leaking ch2000s-c spinning spiros was unable to be confirmed with either of the two devices returned for investigation. The ch2000s-c spinning spiros met pressure leak expectations outlined in the product performance specification. The connections to the mating devices were secure and did not leak.

Event description:
Complaint received reporting chemo leakage issue with use of ch2000s-c spinning spiros and baxter pump tubing set. The initial information received reports " ... Identified a leaking spiros. It was appropriately attached to the tubing and pt clave. Chemotherapy (idamycin) was infusing. The nurse noticed some moisture and because the chemo is red realized the medication was on the outside of the spiros device. The tubing was disconnected and the tubing was cut to save and inspect.". It was also reported that the leakage did result in unprotected chemo exposure to the patient, however there were no reported injuries and or additional medical interventions required.